Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was giving her too much insulin. She suspended her insulin pump. The customer experienced low blood glucose levels. Her blood glucose level was 83 mg/dl. She treated her blood glucose level by eating a tuna sandwich, candy, and had a glucose tablet. The product was not returned. Nothing further to report.